Manufacturer narrative:
The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable nh3l ammonia assay result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result from the module was 868 umol/l with a data flag. The repeat result from another module was 62 umol/l. The result was deemed high and the module had photometer and cell blank issues prompting the patient sample rerun on the other module. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the main water line kinked behind the system. He checked the photometer reading, performed incubator bath exchange, photometer check, and cell blank measurement with successful results. The investigation is ongoing.